Manufacturer narrative:
The device was not received for evaluation; however, two (2) pictures were provided and eight (8) retention samples were provided. The pictures were visually inspected and no damage was observed. The eight (8) retention samples were also evaluated. Visual and leak inspection of the retention samples did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The likely cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that shortly after starting treatment with a gambro cartridge ext dialyzer, an external blood leak was observed from a broken venous patient connector. The patient lost 3cc of blood. Extracorporeal blood was returned to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.